Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient¿s peritonitis was manifested by cloudy effluent and abdominal pain. Two days after onset, the patient was hospitalized for the event. The patient was treated with cefazolin (2 gram per day and route and duration not reported) and brulamycin (80 mg per day and route and duration not reported) for peritonitis. It was reported that on (B)(6) 2015, pd catheter was removed; pd therapy and treatment with cefazolin and brulamycin were discontinued. On (B)(6) 2015, the patient was discharged from the hospital and was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.